Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, main drawer 1 repeatedly clicked and failed to open. The customer reported a hardware failure. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from another pyxis station that caused a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-jan-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the matrix drawer failed and plunger was damaged. A field service engineer (fse) replaced damaged plunger and adjusted rails. The fse reinstalled drawer and tested fine and hardware test application to resolve the issue. The system functioned as intended after the field service engineer repaired the device.